Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a normal follow-up, high hv lead impedance was observed. Patient will continue to be monitored and will return for further assessment in six months. Patient condition was stable.